Manufacturer narrative:
A product was not returned for analysis as product was discarded. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A pharmacist reported that the implant had been folded inside the injector. Additional information was received by stating, the lens was discarded.